Manufacturer narrative:
The reported event, was confirmed. A picture was provided at intake. It was visually observed the housing's weld was fractured.

Event description:
The user facility reported that the housing fractured at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no clinically significant delay.